Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h3,h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter on the ccd glass surface. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected (blurry image) and cause not established (foreign matter on the ccd glass surface). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had blurry image. This event occurred at reprocessing, there were no reports of patient involvement.